Event description:
On the day of the index procedure, the patient had one endeavor sprint rx drug eluting stent implanted at the mid rca. It was reported that on the day of the index procedure, the patient suffered an mi. Investigator has indicated that event was not related to the target vessel and not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: mi. Evaluation, conclusion: no conclusion can be drawn.